Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedances measurements. Technical services provided troubleshooting options and recommended to bring the patient into the clinic for further testing. Due to the limited information received, further follow-up to obtain related details was not possible. At this time, the lead remains in service.